Event description:
Spinal needle broke following a cesarean section. Broken fragment was retrieved surgically with patient under general anesthesia. Both the cesarean section procedure and needle fragment retrieval were successful.